Manufacturer narrative:
Date of report: 14jun2019. Date rec'd by MFR: 13jun2019. The unit was evaluated by tech support remotely. They suggested to replace the user interface. The customer replaced the user interface. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 20jun2019, date of report : 28jun2019. The field service engineer installed a new user interface assembly. The unit was working properly following repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow-up will be submitted once evaluation is complete.

Event description:
The customer states that the touch screen on the v60 is dim. The event did not occur during patient use, and there was no patient or user harm.